Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of itching and open sores. The patient did seek medical attention from their doctor and used an otc medication. The patient followed skin preparation guidelines.